Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres for 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.